Event description:
Additional information received from the consumer reported nothing was done to resolve the implantable neurostimulator (ins) not completely recharging. The consumer was given an antenna due to the wires being exposed. The cause of the ins not fully recharging had not been determined since the manufacturer's representative (rep) was hoping the new antenna would fix the problem.

Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger.

Event description:
A consumer implanted for spinal pain reported that the implantable neurostimulator recharger (insr) antenna had a frayed/ damaged cord. The cord has been split since (B)(6) 2015. It was further reported the patient had been having trouble charging since 2015. No symptoms were reported. Additional information received from the consumer reported the replacement of the antenna did not resolve their issues with charging the implantable neurostimulator (ins). It still took 10-12 hours to charge-only 3/4&#59398;full. The consumer never got a full a charge and had to charge every day and a half. It was noted the device used to charge in a couple of hours and hold a charge for four days. It was noted the consumer hadn't changed anything since getting the unit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.